Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking. No additional information was known or reported as customer declined to troubleshoot with tandem technical support. There was no reported adverse impact to the customer's blood glucose level.